Manufacturer narrative:
H3-device evaluation: the lens was returned wrapped in gauze. There was residue/debris on the product. Visual inspection found that the haptic was torn and there was debris on the lens surface. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens -5.0 diopter into the patient's left (os) eye on (B)(6) 2021. The lens was explanted and later replaced with a shorter lens on (B)(6) 2021 due to excessive vault. This resolved the problem. H3: haptic was also bent. Claim # (B)(4).

Manufacturer narrative:
B5-additional info: the lens explanted and then replaced with a shorter lens on (B)(6) 2021 due to excessive vault. The problem is resolved. The cause is reported as other: "after implantation icl lens was found to be vaulted and surgeon decided to exchange lens." Claim# (B)(4).

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter states a 13.2mm micl13.2 implantable collamer lens -5.0 diopter was implanted into the patient's eye. Reportedly the lens was vaulted and then was explanted. No patient injury is reported.